Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to scope connector leakage while the user was handling the device, and water invaded. Due to the invasion, an abnormality of electronic parts occurred which led to the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. However, the image reappeared after the device had been aerated. Additionally, the device was found to be leaking, the control knob movement was loose and exhibited play, the light guide lens was cracked, the bending section cover adhesive was cracked, the distal end insulation reading was low, the plastic distal end cover had a dent, the objective lens was scratched and there were minor buckles on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, unsupported scope error 315 was observed when using the evis exera iii colonovideoscope. It was reported that this failure was observed in the gastrointestinal endoscopy room. There were no reports of patient harm associated with this event.